Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 11/13/2015. Electrode belt: 02/23/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly at home prior to passing. It was reported that ems were called and they cut off the lifevest from the patient.   It was also reported that the patient experienced a treatment event consisting of 10 shocks. The patient received the first treatment at 22:47:10 when the patient's rhythm was ventricular fibrillation (vf). The treatment was unable to convert the arrhythmia and the patient's post shock rhythm was also vf. The patient received a second treatment at 22:47:42 when the patient's rhythm was vf with motion artifact. The patient's post shock rhythm was bradycardia at 20 bpm with pac's pvc's and motion artifact degrades to vf. At 22:48:29 the patient received a third treatment while they were in vf, and the treatment was unable to convert and the post shock rhythm was vf with motion artifact. The patient received a fourth treatment at 22:49:05 when the patient's rhythm was vf, and the post shock rhythm was asystole with cardiac activity and motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient received a fifth treatment at 23:01:50 when the rhythm was asystole with cardiac activity and amplitude oversensing and the post shock rhythm was asystole. The patient received a sixth treatment at 23:04:37 when the rhythm was CPR/motion artifact with a post-shock rhythm of asystole with CPR/motion artifact. At 23:07:42 the patient received a seventh treatment while the patient's rhythm was asystole with CPR/motion artifact and amplitude oversensing, and the post shock rhythm was asystole with motion artifact. The patient received an eighth treatment at 23:09:45 when the patient's rhythm and post shock rhythm were asystole with CPR artifact. Treatment nine occurred at 23:10:17 and the patient's rhythm and post shock rhythm were CPR artifact. The patient received a tenth and final treatment at 23:28:06 when the patient's rhythm and post shock rhythm were asystole with CPR artifact. The patient was in asystole with CPR/motion artifact and electrode lead fall off at the time of the electrode belt disconnection at 23:37:52 on (B)(6) 2020. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.